Event description:
It was reported when using then bd pyxis¿ medstation¿ es, bio ID was not working and requiring password with every login. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis requires password with login and the bio ID was not working. The technical support specialist dialed into the station enable cfn app auto login and performed a device reboot after rebooting the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.